Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the outer insulation was damaged and the sensing cables were exposed. This was due to the bent position of the lead, causing the lead to become abraded. Reliability laboratory technician; st. Jude medical reliability laboratory failure (event) observed during analysis.